Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the screen and stylus were not working. The programmer is expected to be returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was a deviation between the stylus and the cursor on the screen, a stylus calibration did not resolve the issue. It was also noted that the stylus tip was damaged and there were software errors in the software update history. As a result the touchscreen and stylus were replaced, the touchscreen was then calibrated and the software was updated.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.